Manufacturer narrative:
Insulin pump was received with blank display due to moisture damaged electronic assembly on pcb1. Unable to verify insulin pump error alarm due to blank display. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a multiple pump error alarm. The customer¿s blood glucose level was 5.8 mmol/l. Troubleshooting was done for pump error alarms. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer stated that they received alarm after battery change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to place the insulin pump in storage mode, removed battery, pressed and hold the back button until the screen turns off. The insulin pump will be returned for analysis.